Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a unit experiencing issues with inaccurate and erratic readings, and the battery was depleting quickly. The issue was first observed during pre-op preparation. Troubleshooting steps included swapping with new, known good batteries, and it was confirmed that alkaline batteries were being used, although lithium was recommended. There was no patient involvement.

Manufacturer narrative:
Correction: b5, h6 (rfr) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a unit was experiencing issues with inaccurate and erratic readings, and the battery was depleting quickly. The issue was first observed during pre-op preparation. The readings were obtained using simulator. Troubleshooting steps included swapping with new, known good batteries, and it was confirmed that alkaline batteries were being used, although lithium was recommended. It was tested with a pronk sim cube and cross checked with another oximeter. There was no patient involvement.